Event description:
The customer reported that after the procedure, the pushed activation button stuck in the activated position. There was no pt involvement.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.